Event description:
Customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset a circuit breaker. System operates as intended.